Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Medwatch report received from hospital. This is the 2nd of 3 reports submitted on this event.